Manufacturer narrative:
Reporter occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump read that it had completed infusion, but there was approximately 30cc's remaining, which equated to approximately 16 hours of infusion time left. There was no reported adverse event.